Manufacturer narrative:
Per the clinic, there was no conversion to a percutaneous baha implant system. There was only a magnet explant. The date of awareness was (B)(6) 2020. This report is submitted on april 27, 2020.

Manufacturer narrative:
This report is submitted on 19 february 2020.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to pain in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.